Event description:
The customer reported that during use of this ia-2379 lightwave ablator 90 degree angle in a shoulder arthroscopy on (B)(6) 2013, the (B)(6), male patient sustained a second degree burn at the surgical site. Follow-up with the user facility revealed that the ablator was used for approximately 30 to 45 minutes when the event occurred. The surgeon noticed the tip was damaged, the ablator was immediately removed. The surgeon then noticed a burn had occurred at the surgical site. The case went on and the procedure was completed with no further complication. As reported, other than the usual closing of the incision and dressings for this type of procedure, no other medical or surgical intervention was required. The patient was discharged as per normal outpatient procedure with an indication that the patient will have his follow-up visit with the surgeon during postoperative care at a later time. To date, neither the reporter nor the surgery center received any negative information from the involved surgeon that would suggest any additional medical/surgical interventions needed by the patient.

Manufacturer narrative:
An evaluation and visual inspection of the returned "damaged" ablator found a large portion approximately 1 inch from the tip of the insulation was missing. The exact cause of the insulation damage was unable to be determined. However, this type of damage is indicative of either high generator settings, prolonged use and/or being physically damaged during use. (B)(4). This failure mode is addressed in the risk document as an acceptable risk. All lightwave ablators are intended to be used for ablation, tissue modification, and coagulation of soft tissue in shoulder, ankle, wrist, elbow, and knee arthroscopic procedures. The instructions for use (IFU) provides the following warnings & cautions to the user: lightwave ablators must only be used in a conductive fluid medium to avoid insulation damage. Ensure all accessories are properly & securely connected to the generator & function as intended. Improper connection may result in arcing, sparking, or device failure, any of which can result in an unintended surgical effect, injury, or equipment damage. If any visual defects are noticed in the insulation, or the ceramic/insulation is damaged in any way, stop using the device immediately & replace. Use ablators only within prescribed generator settings. High power generator settings, & prolonged use may result in damage to insulation, melting of electrode tip or increased risk of patient burns. Use care when inserting & withdrawing the electrode from a cannula to avoid the possibility of damage to the devices and/or injury to the patient. Do not insert, withdraw or touch the active tip of the electrode when power is being applied. This may result in an unintended surgical effect, injury, or device damage. Don't bury electrode tip & insulator in tissue. The electrode tip must be completely surrounded by conductive fluid when activated to avoid damage to the insulation.